Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that could have contributed to the reported condition. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not upstream occlude during preventive maintenance. There was no patient involvement. No additional information is available.